Manufacturer narrative:
A field service rep (fsr) was unable to duplicate the reported complaint. The system operates to MFR specifications and was returned to clinical use. Software logs were downloaded and sent to the MFR. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the monitor had lines going across it. In addition, when the field service rep (fsr) arrived, the customer stated that the screen would not boot up and when it did, it had colors going across it. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.